Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2015 via conference abstract. Nishitai r, manaka d, hamasu s, konishi s. Five cases of fascial dehiscence with use of seprafilm noted early after hepato-biliary-pancreatic surgery "sprafilm" as possible risk factor of fascial dehiscence. The 27th meeting (B)(6); 2015 (B)(6); . From this abstract, the other cases created are: (B)(6) (cluster). This case involves a (B)(6) male patient who had early postoperative fascial dehiscence after receiving treatment with seprafilm. The patient's medical history was significant for diabetes mellitus. No past drug, concomitant medication or concurrent condition was provided. On an unspecified date, unknown number of sheets of seprafilm (form, route, batch/lot number and expiration date: unknown) were placed for hepato-biliary-pancreatic surgery once. It was reported that endoscopic retrograde biliary drainage (erbd) was placed before surgery for lower bile duct cancer and subtotal stomach-preserving pancreaticoduodenectomy (ssppd) was performed in upper bile duct cancer and incision approach. No blood transfusion was administered. It was reported that the amount of fluid through the drain rapidly increased to 150 ml on post operative day-3 and early fascial dehiscence developed on postoperative day-5. Corrective treatment: not reported. Outcome: unknown; seriousness criteria: important medical event (ime); reporter causality: possible (seprafilm possible risk factor for fascial dehiscence). A pharmaceutical technical complaint was initiated and ptc results were pending for the same.

Manufacturer narrative:
Diagnosis: fascial dehiscence shortly after surgery (abdominal wound dehiscence). Reporter's seriousness assessment: unknown. A pharmaceutical technical complaint was initiated with (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Follow up was received on july 10, 2015. The verbatim of the event was updated from early postoperative fascial dehiscence to early postoperative fascial dehiscence/fascial dehiscence shortly after surgery. Additional information was received on july 10, 2015. Ptc results were added and text amended accordingly.

Event description:
From this abstract, the other cases created are: (B)(4) (cluster). This unsolicited device case from (B)(6) was received on 11-jun-2015 via conference abstract. Nishitai r, manaka d, hamasu s, konishi s. Five cases of fascial dehiscence with use of seprafilm noted early after hepato-biliary-pancreatic surgery "sprafilm" as a possible risk factor of fascial dehiscence. The 27th meeting of (B)(6);2015 jun 11-13; (B)(6). This case involves a (B)(6) male patient who had fascial dehiscence after receiving treatment with seprafilm. The patient's medical history was significant for diabetes mellitus (duration, 18 years; condition as of the report, well controlled). The concurrent condition was hypertension. The underlying disease (surgery indication) was bile duct cancer. The patient was a smoker (30 cigarettes a day for 40 years). The patient had no allergy, anaemia, radiotherapy or history of surgery. The nutrition status was poor. The concomitant medications were pioglitazone hydrochloride (actos), sitagliptin phosphate (januvia), hydrochlorothiazide/losartan potassium (preminent) and amlodipine for concurrent condition. No past drug was provided. On (B)(6) 2012, the patient was admitted to the reporting hospital for surgery. The preoperative condition was moderate systemic illness. On (B)(6) 2012, as scheduled, a pancreatoduodenectomy for bile duct cancer was performed and one sheet of seprafilm (form, route, batch/lot number and expiration date: unknown) was applied under the wound for hepato-biliary-pancreatic surgery once. There was no infection in the application site. The condition of application was favorable. The operating surgeon was experienced with multiple cases in using seprafilm. It was reported that endoscopic retrograde biliary drainage (erbd) was placed : 7 mm silicon and flat type; continuous closed suction drainage,before surgery for lower bile duct cancer and subtotal stomach-preserving pancreaticoduodenectomy (ssppd) was performed in upper abdominal median incision approach. No pre-existing adhesion was observed. There was no pre-existing non-purulent inflammation or preexisting infection in the peritoneal cavity. Intraperitoneal irrigation was performed. The patient's pancreatic head and duodenum were resected. There was pre-existing non-purulent inflammation (cholangitis), but no preexisting infection was observed in the resection site. The resection site was anastomosed with hand suture (interrupted anastomosis). Suture used for anastomosis was absorbable, synthetic mono thread, while ligature for anastomosis was absorbable and synthetic multi thread (vicryl). Operative field was clean-contaminated (involved incision of gastrointestinal tract). The length of laparotomy incision was 20 cm, and involved saturation of 3 layers. The first layer (peritoneum) was continuously sutured with absorbable and synthetic multi thread (vicryl). The skin was stapled with skin stapler. No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 8.5 hours. The volume of haemorrhage was 669 g and no blood transfusion was performed. The same day, the bile cultivation revealed pseudomonas aeruginosa. The same day, the patient initiated treatment with meropenem (meropen) for the control of biliary tract infection and prophylaxis against wound infection. On (B)(6) 2012, intestinal obstruction occurred. On (B)(6) 2012, ivh catheter was placed. The drainage condition immediately after the placement was favorable (at the time of the event onset on (B)(6) 2012, there was drainage of fluid, but no infections or abnormalities). The same day, fascial dehiscence was revealed on computed tomography and central venous hyperalimentation was started. The same day, the patient initiated treatment with elneopa no.2 and glycine max seed oil (intralipos) for nutrition control during fasting. On (B)(6) 2012, wound was closed under general anesthesia (re-laparotomy). Small intestinal obstruction due to suture thread was found, and the obstruction was removed. Seprafilm had been completely absorbed. The same day, the white blood cell (wbc) count was 11520/mm3 and c-reactive protein (crp) was 3.7 mg/dl (normal range not provided for both). On (B)(6) 2012, the meal was restarted. After this, the course was uneventful. On (B)(6) 2012, the treatment with meropenem and glycine max seed oil was ended. On (B)(6) 2012, the treatment with elneopa no.2 was ended. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2015, the patient recovered from the event. It was reported that the event required prolonged hospitalization but there was no re-hospitalization due to the event. It was also reported that the event significantly improved after the re-laparotomy. Corrective treatment: not reported. Outcome: recovered. Diagnosis: fascial dehiscence (abdominal wound dehiscence). Reporter's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporter's causality assessment: probable. A pharmaceutical technical complaint was initiated with (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Reporting physician's comment: -the patient had the advanced cancer with infiltration to the portal vein, and had risk factors including poor nutritional condition, biliary tract infection and diabetes mellitus. Fascial dehiscence occurred only 4 or 5 days after the surgery; therefore, a contributory role of seprafilm could not be excluded. -the patient had been in a poor nutritional condition and had biliary tract infection, which was considered as another causative factor for the event. Follow up was received on 10-jul-2015. The verbatim of the event was updated from early postoperative fascial dehiscence to early postoperative fascial dehiscence/fascial dehiscence shortly after surgery. Additional information was received on 10-jul-2015. Ptc results were added and text amended accordingly. Additional information was received on 08-jan-2016. The weight, height, medical history, concurrent condition and concomitant medications were added. The verbatim for the event was updated from early postoperative fascial dehiscence/fascial dehiscence shortly after surgery to fascial dehiscence. The dosage and start date of the suspect product were added. The event start date was added. The detailed description of the event, examination findings and laboratory data were added. The outcome was updated from unknown to recovered. The seriousness criterion was updated from important medical event to inpatient/prolonged hospitalization. The reporting surgeon's comment was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 12-jan-2016: this case concerns a patient who received seprafilm to prevent postoperative adhesion after pancreatoduodenectomy and later on developed abdominal wound dehiscence. Based upon the available information a positive temporal relationship can be established which indicates a possible causal role in the occurrence of the event and the application of the product. However, the patient had the advanced bile duct cancer with infiltration to the portal vein, and had risk factors including poor nutritional condition, biliary tract infection and diabetes mellitus. Hence, a comprehensive case assessment cannot be concluded.

Event description:
From this abstract, the other cases created are: (B)(4) (cluster). This unsolicited device case from (B)(6) was received on 11-jun-2015 via conference abstract. Nishitai r, manaka d, hamasu s, konishi s. Five cases of fascial dehiscence with use of seprafilm noted early after hepato-biliary-pancreatic surgery "sprafilm" as a possible risk factor of fascial dehiscence. The 27th meeting of (B)(6);2015 jun 11-13; (B)(6). This case involves a (B)(6) male patient who had fascial dehiscence after receiving treatment with seprafilm. The patient's medical history was significant for diabetes mellitus (duration, 18 years; condition as of the report, well controlled). The concurrent condition was hypertension. The underlying disease (surgery indication) was bile duct cancer. The patient was a smoker (30 cigarettes a day for 40 years). The patient had no allergy, anaemia, radiotherapy or history of surgery. The nutrition status was poor. The concomitant medications were pioglitazone hydrochloride (actos), sitagliptin phosphate (januvia), hydrochlorothiazide/losartan potassium (preminent) and amlodipine for concurrent condition. No past drug was provided. On (B)(6) 2012, the patient was admitted to the reporting hospital for surgery. The preoperative condition was moderate systemic illness. On (B)(6) 2012, as scheduled, a pancreatoduodenectomy for bile duct cancer was performed and one sheet of seprafilm (form, route, batch/lot number and expiration date: unknown) was applied under the wound for hepato-biliary-pancreatic surgery once. There was no infection in the application site. The condition of application was favorable. The operating surgeon was experienced with multiple cases in using seprafilm. It was reported that endoscopic retrograde biliary drainage (erbd) was placed : 7 mm silicon and flat type; continuous closed suction drainage,before surgery for lower bile duct cancer and subtotal stomach-preserving pancreaticoduodenectomy (ssppd) was performed in upper abdominal median incision approach. No pre-existing adhesion was observed. There was no pre-existing non-purulent inflammation or preexisting infection in the peritoneal cavity. Intraperitoneal irrigation was performed. The patient's pancreatic head and duodenum were resected. There was pre-existing non-purulent inflammation (cholangitis), but no preexisting infection was observed in the resection site. The resection site was anastomosed with hand suture (interrupted anastomosis). Suture used for anastomosis was absorbable, synthetic mono thread, while ligature for anastomosis was absorbable and synthetic multi thread (vicryl). Operative field was clean-contaminated (involved incision of gastrointestinal tract). The length of laparotomy incision was 20 cm, and involved saturation of 3 layers. The first layer (peritoneum) was continuously sutured with absorbable and synthetic multi thread (vicryl). The skin was stapled with skin stapler. No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 8.5 hours. The volume of haemorrhage was 669 g and no blood transfusion was performed. The same day, the bile cultivation revealed pseudomonas aeruginosa. The same day, the patient initiated treatment with meropenem (meropen) for the control of biliary tract infection and prophylaxis against wound infection. On (B)(6) 2012, intestinal obstruction occurred. On (B)(6) 2012, ivh catheter was placed. The drainage condition immediately after the placement was favorable (at the time of the event onset on (B)(6) 2012, there was drainage of fluid, but no infections or abnormalities). The same day, fascial dehiscence was revealed on computed tomography and central venous hyperalimentation was started. The same day, the patient initiated treatment with elneopa no.2 and glycine max seed oil (intralipos) for nutrition control during fasting. On (B)(6) 2012, wound was closed under general anesthesia (re-laparotomy). Small intestinal obstruction due to suture thread was found, and the obstruction was removed. Seprafilm had been completely absorbed. The same day, the white blood cell (wbc) count was 11520/mm3 and c-reactive protein (crp) was 3.7 mg/dl (normal range not provided for both). On (B)(6) 2012, the meal was restarted. After this, the course was uneventful. On (B)(6) 2012, the treatment with meropenem and glycine max seed oil was ended. On (B)(6) 2012, the treatment with elneopa no.2 was ended. On (B)(6) 2012, the patient recovered and was discharged from the hospital. It was reported that the event required prolonged hospitalization but there was no re-hospitalization due to the event. It was also reported that the event significantly improved after the re-laparotomy. Corrective treatment: not reported. Outcome: recovered. Diagnosis: fascial dehiscence (abdominal wound dehiscence). Reporter's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporter's causality assessment: probable. A pharmaceutical technical complaint was initiated with (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Reporting physician's comment: -the patient had the advanced cancer with infiltration to the portal vein, and had risk factors including poor nutritional condition, biliary tract infection and diabetes mellitus. Fascial dehiscence occurred only 4 or 5 days after the surgery; therefore, a contributory role of seprafilm could not be excluded. -the patient had been in a poor nutritional condition and had biliary tract infection, which was considered as another causative factor for the event. Follow up was received on 10-jul-2015. The verbatim of the event was updated from early postoperative fascial dehiscence to early postoperative fascial dehiscence/fascial dehiscence shortly after surgery. Additional information was received on 10-jul-2015. Ptc results were added and text amended accordingly. Additional information was received on 08-jan-2016. The weight, height, medical history, concurrent condition and concomitant medications were added. The verbatim for the event was updated from early postoperative fascial dehiscence/fascial dehiscence shortly after surgery to fascial dehiscence. The dosage and start date of the suspect product were added. The event start date was added. The detailed description of the event, examination findings and laboratory data were added. The outcome was updated from unknown to recovered. The seriousness criterion was updated from important medical event to inpatient/prolonged hospitalization. The reporting surgeon's comment was added. Clinical course was updated and text amended accordingly. Additional information was received on 29-mar-2016. The event stop date was updated from (B)(6)2015 to (B)(6) 2012. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 29-mar-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated 12-jan-2016: this case concerns a patient who received seprafilm to prevent postoperative adhesion after pancreatoduodenectomy and later on developed abdominal wound dehiscence. Based upon the available information a positive temporal relationship can be established which indicates a possible causal role in the occurrence of the event and the application of the product. However, the patient had the advanced bile duct cancer with infiltration to the portal vein, and had risk factors including poor nutritional condition, biliary tract infection and diabetes mellitus. Hence, a comprehensive case assessment cannot be concluded.